Event description:
Gross rupture of a t220l dialyzer on its 42nd use. Ebl greater than 100cc. There was no pt injury reported. Treatment resumed using a new dialyzer without incident. The sample was discarded by the clinic.